Manufacturer narrative:
The lot was manufactured between february 07, 2018 - february 09, 2018. Three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak form the spike port cap at the base of the spike port tubing of the three (3) samples. The reported condition was verified on the returned samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the connector. This occurred before patient use. There was no patient involvement. No additional information is available.